Event description:
Customer's spouse reported via phone, a complete set change was done on the insulin pump last night and this morning customer woke up with high blood glucose of 463 mg/dl. High was treated with manual injection. Customer is feeling nauseous and has disconnected form the device. Troubleshooting was performed and it was found the drive support cap appeared to be normal. Customer's spouse declined to check if there were any air bubbles or leaks in the tubing and reservoir. High pressure test was performed and it passed. Customer was advised the device was working as designed and to do a c complete set change. Customer's spouse checked the customer's blood glucose again and it was over 500 mg/dl. Customer's spouse was advised to monitor and further assistance was needed. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.